Event description:
It was reported that the right ventricular lead had non-capture. It was further reported that during the lead revision, there was potential contamination of the device. The device was nearing eri (elective replacement indicator) so it was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned and analyzed. There were no anomalies found.